Event description:
It was reported that syringe 0.3ml 8mm 90 bx 450 mo hub separated from the syringe. The following information was provided by the initial reporter: material no. 328291, batch no. 0090638. It was reported that needle hub separated from syringe. Verbatim: from phone call on 2020-12-03 12:29:32: consumer reported calling back call from bd com outgoing call. Stated has a 3rd syringe from this same box to report. Has 2 out of 3 syringes to return with same issues. Needle hub stays in shield when shield removed. Obtained the mailing info to get products back with mailkit and voucher. No harm. Issue is that the needle tip separates with the cap when you remove the cap from the barrel. This has happened on two syringes from the same bag already. Potential harm: if you do not have extra syringes you would be in a situation where you could not administer your insulin. A sample defect is available.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (2) 3/10cc, 8mm, 31g syringes in an open poly bag with the shelf carton from lot # 0090638. Customer states that the needle hub separated from the syringe. Both returned syringes were examined and one sample was returned with the hub-needle/shield assembly separated from the barrel. No defects were observed on the remaining sample. A review of the device history record was completed for batch # 0090638 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for out of spec shield pull. Root cause: root cause could not be determined. CAPA#1630423 was initiated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 8mm 90 bx 450 mo hub separated from the syringe. The following information was provided by the initial reporter: material no. 328291 batch no. 0090638. It was reported that needle hub separated from syringe. Verbatim: from phone call on 2020-12-03 12:29:32: consumer reported calling back call from bd com outgoing call. Stated has a 3rd syringe from this same box to report. Has 2 out of 3 syringes to return with same issues. Needle hub stays in shield when shield removed. Obtained the mailing info to get products back with mailkit and voucher no harm. Issue is that the needle tip separates with the cap when you remove the cap from the barrel. This has happened on two syringes from the same bag already. Potential harm: if you do not have extra syringes you would be in a situation where you could not administer your insulin. A sample defect is available.